Manufacturer narrative:
(B)(4). The sample has been discarded.

Event description:
This is a case report received on (B)(4) 2010 by baxter (B)(4) from (B)(6) peritoneal dialysis unit. It was reported that on an unconfirmed date and time, a homechoice cassette, lot number s09k08010 leaked. At the time of the problem, the male patient was on apd at home and during the 2nd cycle, he noticed there was a leak coming from his cassette within the machine by the door handle. The patient called the helpline and was advised to take himself off the machine and start over again and to call his unit in the morning. There was no patient/user/other person's injury reported. The patient attended the unit on (B)(6) 2010, for prophylactic antibiotics as per the unit protocol. He has been given 1.7g vancomycin and 85mg gentamicin ip as a stat dose administered through his catheter. There were no patient injuries reported. The sample is not available for evaluation as it was contaminated and discarded at the patient's home. The patient's homechoice machine is still in use and he has experienced no further problems.